Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope because the device was not providing pacing support due to no sensing from the lead in the ventricle. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.